Event description:
The pt had a myocardial infarction (mi) characterized by chest pain or equivalent and elevated serum markers. Additional information also indicated that the pt had a side branch occlusion occur during the index procedure. The event (mi) was reported to be releated to the index procedure. Revascularization was not performed as a result of the mi. The pt's index procedure was an urgent procedure indicated by non-st segment elevation acute myocardial infarction (ami). The pt's ejection fraction (ef) was reported to be 47%. The pt was reported to have on vessel-the left anterior descending (lad) with >50% stenosis. The target lesion was reported to be the proximal lad. The lesion was reported to be: native vessel, 3.0 mm in diameter, 10 mm in length, a 95% stenosis, not totally occluded, an ostial lesion, at a bifurcation, de novo, and with little or no calcium.